Manufacturer narrative:
Nondeflation was due to collapse inflation lumen wall and narrowed inflation hole found in the balloon. Such defect could likely been due to "tacky" inflation lumen wall caused by porary adhere to each other when there is back pressure exerted in the balloon such as presence of fluid. This is an isolated case from a batch that was found to be statistically acceptable at the point of release.

Event description:
Pt was catheterized before surgical procedure. The foley catheter balloon would not deflate. The urologist tried to deflate the balloon with a guide wire then by cutting the port as per the labeling instructions. The balloon would not deflate.